Event description:
It was reported by our distributor in (B)(6) that the tip of the bur had broken and had been left in the patient's skull during an emergency subarachnoid decompression surgery. The patient suffered a subarachnoid hemorrhage, the retained bur tip was only discovered on post-op MRI, and the item was disposed of at the facility. To date, no patient information and/or lot information has been provided by the facility, nor has it been reported that a secondary procedure has been performed.

Manufacturer narrative:
The device was disposed of at the user facility, and no lot number could be obtained. This device will not be returned for evaluation. Per follow-up information from the (B)(6) distributor, it was reported that the user seems to have moved the handpiece laterally during use. This bur is a fluted, sterile, disposable item, which is designed for use with the ultrapower drill system. The product instructions for use (IFU) state: always inspect for bent or otherwise damaged burs before each use. A bent bur can whip severely and could be propelled with great force, causing injury. Do not use excessive force on any bur. Do not attempt to straighten a bent bur. A two year review of complaint history shows no other reports of breakage for this product. (B)(4). This failure mode is addressed in the risk document, and continues to fall within the acceptable risk level. Item disposed of at user facility.